Event description:
Falsely elevated troponin I results were obtained on four patients. The results were reported to the physicians. Three samples were retested on an alternate flex reagent cartridge and negative results were obtained. The fourth patient was transferred to another facility were a new sample result was negative. Patient treatment was not prescribed and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was flex reagant cartridge contamination due to a malfunctioning r2 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was flex reagant cartridge contamination due to a malfunctioning r2 drain. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.